Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for associated lot number gd897124 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The batch review did not verify the reported event. The device was not returned; therefore, a device analysis could not be completed. As a result, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap disconnected from the minicap housing. The issue was discovered upon opening the minicap pouch. The minicap was disposed of prior to use. There was no patient involved. No additional information is available. This is report 7 of 10.

Manufacturer narrative:
(B)(4). Lot number gd897124 was manufactured between 05/30/2014 and 06/06/2014. Should additional relevant information become available, a supplemental report will be submitted.